Event description:
The customer reported that the system had old pt images are being mixed in with new pt images in the directory. There is no report of pt injury or death .

Manufacturer narrative:
A ge svc rep performed an on site investigation. The gpos, hard drive, and the software upgrade were installed during the svc call. The system was tested and found to be working as intended and placed back into svc.